Manufacturer narrative:
Insulin pump received with button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and loose/shifted end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated she was sweating and insulin pump got dropped in the past. Customer's blood glucose was 17 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.